Event description:
A patient reported experiencing unconsciousness while using a surestep meter. Patient has been using ss meter since august 1998. On the day before the event, patient's blood glucose was 9.5mmol/l at 06:00pm on ss meter. Patient took regular evening insulin dose and ate dinner. At 01:00am on the day of the event, patient lost consciousness and paramedics were called. Patient's blood glucose was 1.5mmol/l on paramedics' handheld device. Patient was treated onsite with glucagon after refusing to go to the hospital. Patient has had 2 other such attacks in the past 6 months. Patient had reportedly no changes in patient's lifestyle. No further information reported.